Event description:
On withdrawal of the guidewire from a 12 fr bilumen cvp it was found to be "unraveled". A chest x-ray was taken in the o.r. Which revealed 2 cm of guide wire in the left neck, a small (-2 cm) surgical incision was made and the guidewire was retrieved without difficulty. No apparent adverse consequence (other than the necessity for surgical removal of the retained wire) was noted.